Event description:
This is report 2 of 4 for (B)(4). It was reported by the sales rep that postoperatively to an unknown surgery performed on (B)(6) 2022, the patient had a revision procedure to a total hip arthroplasty on (B)(6) 2022 as the femoral neck system devices collapsed. According to the report, the implants were inside the patient for roughly one month. The status of the patient post-revision procedure was unknown. No additional information was provided. This report is for one (1) femoral neck system pl 2 hole - sterile device. This complaint involves 4 devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable a manufacturing record evaluation was performed for product code 04.268.000s, finished device lot number 395p881; and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.